Event description:
It was reported that during the implant procedure, the lead's screw mechanism was stuck and did not release smoothly, instead it burst out into the myocardium. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the inner insulation of the lead became extrinsically distorted due to kinking/buckling, the visual summary analysis of the lead indicated damage at implant and indicated stretching. The analysis comments noted that the lead was returned stretched, with buckling of the inner insulation. However, the helix was able to be extended and retracted, but turns to retract the helix was out of specification. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.